Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was brought in for ins longevity check. The caller stated that patient reported stim is helping them, they felt it as recently as last night, they know exactly when it is on and working as when it is off, their pain returns. The caller stated patient provided example from a couple months ago: they turned stim off, walked a few blocks to the store and immediately felt their left leg pain return. Caller stated that patient reported their body has gotten use to stim so they know how to maneuver their body to feel more stim if they are in pain. The patient hasn't used programmer in months since they use stim 100%. Caller stated that upon interrogation with a711 app today (confirmed v1.0.4255), the ins showed eos. Caller read ins with their personal 97740 and it also showed eos. Caller reported that stim usage had been 100% until today in which it showed somewhere between 0-20%. Caller provided settings as follows: program 1 - 2.5 v, 300 pw, 50 rate, 2 anodes/2 cathodes; program 2: 2.5 v, 300 pw, 50 rate, 2 anodes/2 cathodes; therapy impedance was unknown, cycling was not used as far as caller was aware. Caller stated electrode impedances from today ranged from around 600-800 ohms. Given that patient had just talked about how ins was working for them, after caller saw that ins was at eos, they asked patient if they still felt stim - patient laid on their back and didn't think they felt stim. Caller inquired if something the tablet is causing the ins to go to eos. The caller was redirected to technical services (tss) to calculate longevity based on current settings and estimated impedance of 610 ohms, estimate showed 39 months. Tss reviewed that therapy impedance is important for calculation so estimation may be different if therapy impedance is different. Caller stated that healt hcare provider (hcp) told patient to go home and check ins with 97740 to verify eos but caller expected same result as they'd seen in office. The patient had not yet been scheduled for replacement. Tss reviewed if ins is replaced, to return for analysis and case will be escalated due to hcp's concerns. Caller had another case to go to so tss sent email asking caller to call back to pull tablet log files with mobility. Tss reviewed that it doesn't appear that this issue is related to the tablet and to continue using the tablet unless caller doesn't feel comfortable doing so.

Event description:
Additional information was received from a rep. The rep reported that the cause was not determined. Replacement was requested to the patient's insurance company by the healthcare provider (hcp). The plan was to replace the ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.